Event description:
The manufacturer received information alleging a patient with a rem auto a-flex device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient with a rem auto a-flex device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.